Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible helium loss 2 alarms iab failed leak test". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "possible helium loss 2 alarms iab failed leak test". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "possible helium loss 2 alarms" is confirmed based on the picture provided with the complaint reported. The photo shows the scanned copy of the iab pump strips with the "helium loss 2" alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. Without the device to evaluate the probable cause could not be determined. No further action required at this time. The reported complaint will be monitored for any developing trends.